Event description:
It was reported that "5 out of the 8 contacts on the lead had impedance measurements of greater than 10,000 ohms." It was noted that the manufacturing representative needed to reprogram around these contacts in past programming sessions. It was noted that the patient experienced a loss in therapy and needed to increase the stimulation sensation. It was noted that the implantable neurostimulator (ins) was near end of life (eol). It was further noted that the patient had a scheduled revision to replace the lead and implantable neurostimulator (ins). It was noted that this revision was "due to the length of the implant duration and the patient had not received the estimated replacement indicator (eri) message." It was further noted that an x-ray was not performed. Additional information received reported that the high impedances were found "on all of the electrodes with a connection to the extension." It was noted that high impedances were found again, after the extension was disconnected. It was noted that the physician replaced the lead, extension and ins on (B)(6) 2012. It was noted that the patient was receiving effective stimulation in the correct areas.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 355029, lot# n122178, implanted: 2007 (B)(6), product type accessory. (B)(4).